Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported bleeding excessively following sensor insertion. Customer reported that she removed the needle hub and it was filled with blood. Customer reported that the site was actively bleeding at the time of the call. Customer stated that blood was visible on the sensor connector. Blood glucose level was 72 mg/dl at the time of the call. No further information was provided.